Event description:
It was reported that a spectrum infusion pump had a door not fully latched alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm caused by loose mechanism screws, not allowing proper latching operation. The mechanism screws were replaced to correct this condition.